Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he received a prime rewind alarm on the insulin pump. Customer's blood glucose was not known. He also stated that the insulin pump was neither bumped nor dropped prior to the prime rewind alarm occurring. While troubleshooting, the customer reported that the drive support cap was sticking out. Customer had reportedly pressed on the cap previously while connected. He was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.